Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy (4th pregnancy)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device (3 pregnancies with essure) and recurrent abortion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in 2016. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage, anxiety and depression outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: for the 3 other pregnancy cases please refer to: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy (4th pregnancy)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation not test". The patient's medical history included pregnancy with contraceptive device (3 pregnancies with essure) and recurrent abortion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), headache ("headaches") and migraine ("migraines") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage, anxiety, depression, menorrhagia, vaginal haemorrhage, headache and migraine outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: for the 3 other pregnancy cases please refer to: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received: reporters and events (abnormal bleeding (vaginal, menorrhagia) migraines / headaches) were added incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy (4th pregnancy)"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device (3 pregnancies with essure) and recurrent abortion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in 2016. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage, anxiety and depression outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. For the 3 other pregnancy cases please refer to: (B)(4). Most recent follow-up information incorporated above includes: on 15-nov-2017: after a company internal review, the event miscarriage was considered serious and coded to medra pt: spontaneous abortion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("unintended pregnancies") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), habitual abortion ("miscarriages,"), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (in or about 2016, undergo a hysterectomy). At the time of the report, the pelvic pain, pregnancy with contraceptive device, habitual abortion, genital haemorrhage, anxiety and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anxiety, depression, genital haemorrhage, habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff been left with serious injuries other three pregnancy cases are linked. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.